Event description:
User allegedly had purchased an easytouch meter on a cruise ship, and said that the meter was reading very high and very low. User purchased new strips for the meter but it is still reading sporadically. User requested control solution replacement.